Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was also received with moisture damage on the lcd glass and motor assembly. No moisture damage on the motherboard, interface board, rf board, vibrator and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage in the pump. The customer stated that the pump fell into the water.